Event description:
It was reported during a routine removal surgery, one 80-0759 t8 stick fit hexalobe driver tip broke, and the tips of three driver tips "twisted". The surgery was completed with a 30-minute delay. There were no adverse patient consequences reported. No further information is available. This report is related to report numbers 3025141-2023-00384, 3025141-2023-00385, and 3025141-2023-00387 for the other driver tips involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch numbers 582977, 564223, 530863, and 564223) were returned for evaluation. The returned drivers were examined visually under magnification. Three of the drivers had torsional plastic deformation consistent with a torque applied to the driver in excess of the loading capacity of the material. This manifested as a permanent twisting of the hexalobe tip of the driver. All three had a length of 3.380", implying no loss in material. The fourth driver had a torsional brittle fracture pattern. The fracture was at an oblique angle, which is the classic torsional brittle fracture shape. The fracture occurred at the transition from the hexalobe to the driver shaft. The fourth driver had a length of 3.350", implying a loss of 0.030". This sample did not have the broken tip returned. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.